Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, redness and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported day after injection in the glabellar area with "apparently" juvederm ultra xc patient developed swelling and redness going up the forehead and pain. Patient treated with hyaluronidase and nitropaste. Symptoms are ongoing.